Manufacturer narrative:
The cycler was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician.

Event description:
A report was received on 31 dec 2025 from the home therapy nurse (htn) of a 69-year-old male patient with a medical history including end stage renal disease who stated the patient expired due to needle dislodgement during a home hemodialysis treatment on (B)(6) 2025. Although requested, additional information was not provided.